Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 76" or a "defib fault 79" message; the customer was uncertain which message was displayed. Complainant indicated that there was no pt involvement in the reported malfunction.